Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a catheter broke at 9:30 a.m. On (B)(6) 2016 for no visible reason, there was no high blood pressure, no tension on the arm in the bed and the patient didn't pull out the catheter. The central venous catheter (cvc) was implanted for central parenteral nutrition (cpn) in the chest of the (B)(6) child approximately 15 days prior to this incident. The nurse and assistant were reported to be in the room when the incident occurred and the nurse clamped the catheter and pressed the arm to avoid hematoma. The nurse tried to maintain an infusion via another access point but failed. A peripheral venous catheter (pvc) was implanted at 11:00 a.m. By the recovery room team, after four attempts by the nurse . The cvc was reportedly repaired approximately 3 hours later (12:30 p.m.) The patient was fed normally and all the blood elements were correct. The recovery room was contacted later when the pvc would no longer pass as it was reported to be bent. The decision was made not to implant another as the child had a perfusion for 1 hr and she could eat. The team reportedly held off until 6:30 p.m. When they would be able to re-use the cvc. Relevant testing: the patient's blood sugar at 11.30 a.m. Was at 5.1mmol/l and at 1.45pm: dextrose was 2.8mmol/l.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, and specifications was conducted during the investigation. Based on the available information it is not clear if the root cause of the reported event is associated with the procedure/technique, or eventual malfunction of the device. There were multiple attempts made until the recovery room team successfully implanted the catheter. Based on the reported information, patient¿s conditions, the technique and the device malfunction all contributed to the reported event. No part of the device remained inside the patient. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, risk reduction is recommended.

Event description:
It was reported that a catheter broke at 9:30 a.m. On (B)(6) 2016 for no visible reason, there was no high blood pressure, no tension on the arm in the bed and the patient didn't pull out the catheter. The central venous catheter (cvc) was implanted for central parenteral nutrition (cpn) in the chest of the (B)(6) old child approximately 15 days prior to this incident. The nurse and assistant were reported to be in the room when the incident occurred and the nurse clamped the catheter and pressed the arm to avoid hematoma. The nurse tried to maintain an infusion via another access point but failed. A peripheral venous catheter (pvc) was implanted at 11:00 a.m. By the recovery room team, after four attempts by the nurse . The cvc was reportedly repaired approximately 3 hours later (12:30 p.m.) The patient was fed normally and all the blood elements were correct. The recovery room was contacted later when the pvc would no longer pass as it was reported to be bent. The decision was made not to implant another as the child had a perfusion for 1 hr and she could eat. The team reportedly held off until 6:30 p.m. When they would be able to re-use the cvc. Relevant testing: the patient's blood sugar at 11.30 a.m. Was at 5.1 mmol/l and at 1.45 pm: dextrose was 2.8 mmol/l.